Manufacturer narrative:
The device is undergoing an evaluation, but has not yet completed.

Event description:
Sonographer had shoulder injury when pushing system for portable case; console slipped/came unlocked.